Manufacturer narrative:
Health effect: impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Device has been explanted and replaced with non allergan product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). And missing piece of shell assessed, as inconclusive. Additional observations: observed, creases on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side rupture. Diagnosed by ultrasound. Device has been explanted and replaced with non allergan product.